Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had sustained injuries and numerous corrective procedures as well as removal of the ventralex mesh; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. The actual date of event is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
On (B)(6) 2007 patient was implanted "with a 6.4 x 6.4/2.5 x 2.5 inches of bard ventralex hernia patch ("mesh"). The mesh was implanted in patient to treat a recurrent umbilical hernia that the patient has had issues with since age 4. Patient has experienced significant physical and mental pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone corrective surgeries. On (B)(6) 2018: the patient has had numerous corrective surgeries from implantation until the complete removal of the mesh. Patient has been catastrophically injured and sustained severe and permanent pain, suffering, disability, impairment. The bard ventralex hernia patch is defective.